Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of thoracic aortic aneurysm. Vessel morphology was not reported. It was reported that the patient had a prior tevar procedure that included a blood vessel prosthesis and another manufacturer¿s device. The other manufacturer's stent graft has migrated and a talent taa device was implanted; however, a type ia endoleak was confirmed. The physician will monitor the patient. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak). Related to another drug/device (use with another manufacturer's device may have caused event) evaluation conclusion: another device caused failure (use with another manufacturer's device may have caused event).